Event description:
A provider was giving botox injections for migraines to the patient and the syringe was leaking during the injections, medication was leaking out onto patient while injecting, therefore the patient is not getting all of the medication prescribed. Other providers reporting same issue with this syringe.